Manufacturer narrative:
The astral device was returned to resmed for an investigation. The investigation methods, results, and conclusion are not finalized at this stage. When more information is available a supplemental report will be submitted. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device had an unresponsive touchscreen. There was no patient harm or injury reported as a result of this event.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Performance testing could not reproduce the reported complaint. The investigation determined that the reported event was due to a transient software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device had an unresponsive touchscreen. There was no patient harm or injury reported as a result of this event.